Manufacturer narrative:
(B)(4). Comprised force sensor alarm occurred during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The pump passed idle current test, run current test, self test, off no power test, unexpected restart alarm error test, displacement test and rewind test. The pump was unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. Motor passed motor test. The pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose was unknown at the time of incident. Customer stated the insulin pump alarmed motor error three or four times yesterday. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer could complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.